Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h6 (medical device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing. The device was recertified successfully and returned to the customer. Review of the device log showed evidence of the customer's report. The log showed power appears to have reset during a shock attempt. However, no shock was delivered. The pace/defib engine board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.